Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said that she wanted to increase the setting, as she noticed that the therapy was not working about a week ago. Patient said that she had replaced batteries in patient programmer as the batteries were depleted and now she is receiving a doctor symbol - por. Patient said that she had x-ray last month and she has not checked implant since she had the x-ray and could have been related. The patient services explained that once they connect to device and clear then they will be able to gather more information as to what contributed to the code, weather emi or possible low ins battery (based on implant date).patient said she hasn't gone to the hcp in a long time however will call. There were no further patient complications are anticipated or expected as a result of this event.